Event description:
It was reported that the etching on the part did not match the packaged. The device was found outside of surgery and was not used to treat a patient.

Manufacturer narrative:
(B)(4). Mislabeled. The screw was returned for evaluation. It was confirmed that the screw was incorrectly etched. The screw measured 4.0 x 40 and was laser marked 4.0 x 20. 1030489-060211-001-r.